Event description:
On (B)(6) 2020, neotract was informed of a prostatic urethral lift (pul) procedure during which the physician noted that two devices appeared to not have deployed properly. No patient harm or injury was reported. On 11 august 2020, additional information was received that the needle on one device did not properly retract and was pulled out through the sheath with the needle extended. It was reported that the needle fractured and it was confirmed to be successfully retrieved by the urologist. The physician confirmed the procedure was successfully completed. The device has not been returned for investigation.